Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent primary right knee replacement (B)(6) 2018. Patient returned to undergo the revision due to patellar instability and pain on (B)(6) 2018 with a hinge prosthesis. All components exchanged.